Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros amon quality control results (qc fluid biorad 3 = 303.1, 294.8 vs. Expected result= 241.0 mmol/l) on a vitros 5600 integrated system. Additionally, multiple, non-reproducible, higher than expected, vitros amon quality control results were obtained (qc fluid biorad 3 = 320.1 vs. Expected result= 241.0 mmol/l and qc fluid f2093 = 230.9 vs. Expected result= 173.5 mmol/l) on the same vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were reported during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected; vitros amon quality control results were obtained on a vitros 5600 integrated system. Additionally, multiple, non-reproducible, higher than expected, vitros amon quality control results were obtained on the same vitros 5600 integrated system. Root cause for qc results 303.1, 294.8: an ocd field engineer cleaned the incubator subsystem and replaced the evaporation caps. Following completion of this service action and recalibration, acceptable vitros amon performance was observed from the alternate reagent lot. The higher than expected vitros amon results are attributed to the microslide incubator contamination. Root cause for qc results 320.1, 230.9: the primary vitros amon reagent lot was not recalibrated post-service. The higher than expected vitros amon results are attributed to the need for recalibration following the service event. Following recalibration of the primary reagent lot, acceptable vitros amon performance was observed. The root cause of these events is most likely instrument related. There was no evidence of a vitros amon reagent malfunction.